Event description:
It was reported that the patient experienced an adverse event after not noticing the wearable fell off. On (B)(6) 2024, prior to going to sleep, the patient¿s blood glucose (bg) meter reading was 230 mg/dl and she self-treated with 2 units of insulin per routine diabetes management. The patient then went to sleep. On (B)(6) 2024, once the patient woke up, she was vomiting, diaphoretic, and was ¿seeing spots¿. At some point while sleeping, the patient wearable fell off and the patient was unaware that this had happened. The patient tested her bg meter reading which was 500 mg/dl and went to the emergency room (ER). At the ER, the patient was treated with insulin (route not specified), unspecified nausea medication, and sumatriptan for a migraine. The patient was discharged home the following day on (B)(6) 2024. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. The patient was doing ok at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 1/13/2025.